Event description:
A nurse reported that during glaucoma filtration surgery, the shunt would not release from the inserter. She stated the surgeon used forceps to manually force the shunt to release and implant. She reported the shunt remains implanted with no harm to the pt.

Manufacturer narrative:
Evaluation summary: the sample was not returned for evaluation. The device history record (DHR) was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The express delivery system (eds) was returned and the trigger was pressed during the investigation, and the wire retracted smoothly into the cannula. The complaint statement "wouldn't release from inserter" could not be confirmed. The root cause could not be conclusively determined. There have been no other complaints reported in the lot number. (B)(4). This report was mailed to FDA on: 05/18/2012. (B)(4).